Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as cardiac arrest due to natural causes; though it was unknown if an autopsy was performed. It was not reported if the patient was hospitalized prior to death. It was reported therapy remained ongoing prior to death; however, it was unknown if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.